Manufacturer narrative:
Sensor 0rpc4upm6 has been returned and investigated. Visual inspection was performed on the returned sensor patch, no issues were observed. Data was extracted using approved software, and extraction was successful. Log file review and analysis concluded that the sensor terminated off body with data quality errors found throughout the historical data. Data quality errors are not customer facing and occurs to protect the user from unreliable glucose values by not presenting the values to the user. These indicate brief physiological issues (such as rapidly changing glucose due to food or exercise) that are not indicative of a product failure since the sensor was able to recover and continue to provide accurate glucose results. The returned sensor was investigated and de-cased. Visual inspection was performed on the unit printed circuit board assembly (pcba), no issue was observed. The battery voltage was measured to be within specifications. Performed a source measure unit (smu) test which indicated no accuracy issues with the puck. Poise voltage and sensor thermistor testing were both within specification, indicating the sensor¿s electronics were functioning as intended. The sensor passed functionality testing which indicates that the data quality errors observed did not have an impact on the sensor¿s functionality and electronics, therefore no malfunction or product deficiency was identified. This issue is not confirmed. An investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. The device history records (dhrs) for the product were reviewed and the dhrs showed the product passed all tests prior to release. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A "replace sensor" error message was reported with the abbott diabetes care (adc) device and the customer was unable to obtain glucose readings. The customer experienced "blurred vision, extreme shaking, unable to coordinate, unable to move, unable to speak, and crumps." Furthermore, the customer felt "severe low" and called emergency services. A healthcare professional (hcp) checked the customer's glucose level and obtained a reading of 51 on an unspecified meter and administered intravenous fluids and glucagon gel. There was no report of death or permanent impairment associated with this event.